Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient presented with diaphragmatic stimulation, and was sent to the hospital ER. An lv lead dislodgment was diagnosed. The lv lead was switched off and repositioned.

Manufacturer narrative:
The lead was explanted (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient presented with diaphragmatic stimulation, and was sent to the hospital ER. An lv lead dislodgment was diagnosed. The lv lead was switched off and repositioned.